Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event. The reported threshold anomaly was not confirmed in the laboratory. The lead exhibited normal electrical characteristics. Analysis found multiple surface abrasions at 2cm, 14cm, and 20cm from the connector. An insulation abrasion was also noted through the proximal cable at 25.5cm from the connector. The etfe insulations on the proximal cables were normal. Other text : na.

Event description:
It was reported that the lead was explanted due to high threshold.